Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted. The monarc subfascial hammock is also referenced, however, no clarifying information is provided. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced stress incontinence, atrophic vaginitis, hematuria, urinary retention, frequency and cystocele. It was reported the patient concurrently underwent laparoscopic supracervical hysterectomy and sacral colpopexy.